Event description:
It was reported that during an unknown procedure, the device misfired. The clip would load but then would fallout before it could be placed and deployed. Opened a second same device to complete the procedure. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the instrument was returned in good visual condition. One unformed clip was received inside a plastic bag. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Complaint information is trended on a regular basis to determine if further investigation is warranted. Records were reviewed with no anomalies noted during the manufacturing process.